Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Mfg report reference: 1627487-2019-05651. It was reported that a patient experienced a cerebrospinal fluid (csf) leak. The patient reported csf leak symptoms during the trial. The decision was made to end the trial on (B)(6) 2019 and remove the trial lead. The issue has since resolved.